Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated suddenly within a minute prior to use. There was no patient involvement.

Manufacturer narrative:
Analysis found that the motor was rotating but noisy. The connector had dent and collet was corroded. On pre-repair, temperature were: point 1: 80.39f, point 2: 82.28f and point 3: 79.04f. The motor cable assembly was faulty and needs to be replaced. If information is provided in the future, a supplemental report will be issued.